Event description:
It was reported that the patient had bilateral knee implants in (B)(6) 2010. Patient has had pain since undergoing surgery. Patient is complaining of having difficulty with the flexing of his knees. Patient is reporting that his knees feel like they are ratcheting and that he can feel it on the inside of his knee. Patient states that when he stands up his knees feel like a knife was stuck in the back of his legs. Patient reports that the pain is greater in the left knee than the right.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding flexion and pain involving a triathlon cr fem comp #6 r-cem was reported. The event was not confirmed. A review of the medical records and x-rays by a clinical consultant indicated that no determination of the cause of the complaints stated in the event description can be made based upon the clinical information reviewed. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated that there were no previous similar reported events for the same lot number. The exact cause of the event could not be determined because insufficient medical records were provided such as the documented post-operative follow-up. This information is needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient had bilateral knee implants in (B)(6) 2010. Patient has had pain since undergoing surgery. Patient is complaining of having difficulty with the flexing of his knees. Patient is reporting that his knees feel like they are ratcheting and that he can feel it on the inside of his knee. Patient states that when he stands up his knees feel like a knife was stuck in the back of his legs. Patient reports that the pain is greater in the left knee than the right.